Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a as per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: there was a problem loading the device. When the reload was loaded, it made an audible crack that is not normally heard when loading. The stapler jaws would not move once it was loaded. The surgeon did not attempt to fire the stapler onthe tissue. The handle would move but the reload jaws would not. The surgeon was not able to press the green button. The jaws of the device did not lock onto the tissue. Opened another handle and reload to complete the procedure.